Event description:
Depletion of battery on power module with red light alarm when plugged into the wall. Patient was routinely driving 3 hrs to their camp on the weekends, without plugging power module into the car charger. Patient came into clinic, battery replaced.